Event description:
The customer attempted to connect a syringe after inserting the catheter into the patient, but felt that the syringe did not fully engage with the catheter hub. During an attempt to draw blood, blood leaked from the catheter hub. After inserting a new catheter and attempting blood collection again, the same issue was not observed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.